Event description:
Caller reported an issue with the incorrect time displayed on the pump, which was off by more than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised them to monitor for any recurrence of the discrepancy, which the caller acknowledged.